Manufacturer narrative:
Add'l lot number: 247451. Inratio precision data provided by end-user: 1st inr: 2.3, 2nd inr: 3.0, mean: 2.65, sd: 0.49, %cv: 18.68. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 06/29/2011, ten therapeutic and one normal donor sample tests have been performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.3 (strip lot #234523), 3.0 (strip lot #247451). Pt's therapeutic range: 1.7-2.5 inr.